Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
One of the heads became detached as well as the little iron tip [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while she was brushing her teeth with her oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, one of the heads of the oral-b dualaction brushheads became detached as well as the little iron tip. She mentioned that fortunately she managed to get the head back. She noted that this was the first time this had happened to her in the many years that she had been using oral-b toothbrushes. No symptoms developed.